Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2018. It was confirmed via chest x-ray that the right ventricular lead had dislodged and exhibited loss of capture. The lead was repositioned on (B)(6) 2018. Then on (B)(6) 2018, it was reported that the lead dislodged again and was repositioned on (B)(6) 2018. No further information was available.